Manufacturer narrative:
The jazz std rollator was received by invacare and an expanded evaluation completed on 8/13/18. The visual observation of the technician indicated an issue with the left rear caster assembly. The left rear caster fork was bent inward/upward such that the caster was incapable of contacting the floor with the other casters. The right rear caster fork was straight & in good condition. Some abrasions were observed around the center left rear caster hub; an indication it may have contacted an inanimate object. The rest of the rollator appeared to be in good physical condition, free from any apparent defects. Functional testing was limited due to the damaged condition of the left rear caster, however, the rollator could be folded and unfolded. In conclusion, in its "as received" condition, the complaint of one of the rollator's wheels being buckled has been confirmed. , although the cause of the damage could not be confirmed, the invacare technician felt the damage was consistent with excessive mechanical force from the caster contacting an inanimate object while in motion, causing the fork to bend.

Event description:
End user's nurse (rn) stated that her patient was walking towards a restaurant with his jazz standard rollator when the unit wobbled causing him to allegedly lose his balance and fall, sustaining abrasions to his left knee and back (left of the spine). The user was taken to the hospital by ambulance for assessment and x-rays confirmed a fractured left posterior rib. The user was not admitted to the hospital nor the ER. He was treated and released being prescribed pain medication.